Event description:
The event took place under the procedure. The site described that it was a device issue failure to retract from the endoscope accessory channel. The device issue did not cause an unintended medical occurrence or injury. The site specified ¿the needle bent very severely during sampling, and we were not able to retract the needle through the bronchoscope.¿ the site indicated that the event was not considered related to any portion of the study procedure. The site indicated that another condition caused or contributed to this event. The site specified ¿the positioning of the bronchoscope was very unusual, with a very strong deflection to reach a dorsal located tumor¿. The site also indicated that they was not able to obtain a sample with the ebus needle. The event did not lead to a serious deterioration in health to the patient. The event was resolved at completion of data collection. The site indicated that there was no treatment of event.

Manufacturer narrative:
PMA/510(k): k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 28 feb 2025.

Manufacturer narrative:
Device evaluation: the device evaluation of the echo-hd-22-ebus-o-c device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number: c2193703 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0109, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could not be determined as the circumstances of use cannot be replicated in the laboratory. From the available information, a possible root cause for the retraction difficulty is the unusually strong deflection of the bronchoscope required to access a dorsal-located tumor. This extreme positioning likely exerted excessive mechanical stress on the needle, resulting in distal needle kink and subsequent difficulty in retracting the needle as the distal kink would have potentially stopped the needle extender from moving through the endoscope accessory channel. Summary: according to the customer, failure to retract from the endoscope accessory channel. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined as the circumstances of use cannot be replicated in the laboratory. From the available information, a possible root cause for the retraction difficulty is the unusually strong deflection of the bronchoscope required to access a dorsal-located tumor. This extreme positioning likely exerted excessive mechanical stress on the needle, resulting in distal needle kink and subsequent difficulty in retracting the needle as the distal kink would have potentially stopped the needle extender from moving through the endoscope accessory channel. Complaints of this nature will continue to be monitored for similar events.